Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the complaint device vertebral body retainer (product code: 03.820.111, lot number: t151586) was returned and received at cq west chester for investigation. Upon visual inspection, it was observed that the vertebral body retainer joints are loose. No other issues were identified with the returned device. Service and repair evaluation: the customer reported that the vertebral body retainer has issues with the locking mechanisms. The repair technician reported the vertebral body retainer joints are loose. Loose component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed due to the received condition of the device and no issues were identified with device specifications that could have caused the complaint condition. Document/specification review based on the date of manufacture the following documents were reviewed: vertebral body retainer : 03_820_111 rev g and rev. E (current and manufactured to) investigation conclusion: the complaint condition was confirmed for the vertebral body retainer (p/n: 03.820.111, lot #: t151586). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part number: 03.820.111. Lot number: t151586. Manufacturing site: (B)(4). Release to warehouse date: 01-dec-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the vertebral body retainer locking mechanisms malfunctioned. No patient involvement reported. This report is for one (1) vertebral body retainer. This is report 2 of 3 for (B)(4)..